Manufacturer narrative:
The device was not returned to olympus as an olympus representative spoke with and resolved the issue remotely with the customer. The customer was troubleshooting with testing the scope with two different evis exera iii light sources and was having the same issue. It was found that the scopes the customer was attempting to use high resolution mode on did not have the capability to do so per the instructions for use. The lamp and light source was working as expected with the user not having the correct scope to support their request. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported to olympus, that two evis exera iii xenon light sources had the backup light come on and the brightness could not be controlled. The other light source was reported under (B)(6). The issue occurred during the unnamed procedure with an evis exera ii bronchovideoscope for testing . There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h6: investigation conclusions. Additional information: h6 a review of the device history record could not be performed since lot number was not available. The customer's reported event: backup light comes on, the brightness could not be controlled, was not confirmed. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.